Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion set leakage on (B)(6) 2026. The infusion set been in use for one day. The leakage was at the site.